Event description:
The customer called and reported the insulin pump got wet in when customer fell into a lake. Customer stated the device began to vibrate, he took the battery out and there was fog behind the glass. The customer's blood glucose was 57 mg/dl and customer stated he had to eat something to correct this. The insulin pump was reportedly vibrating without an alarm or alert. Troubleshooting was declined. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assembly. The pump had a corroded motor. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, or test for lost sensor alarms due to the blank display. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.